Event description:
It was reported that this lead required multiple attempts, three in total, to be able to be successfully implanted. The lead implant procedure was completed, and the lead remains in service. No adverse patient effects were reported. Received additional information this lead exhibited a loss of capture (loc) and high threshold measurements. The lead was repositioned and remains in service. Outside of the revision, no adverse patient effects were reported.